Event description:
A healthcare professional reported that before a vitrectomy surgery, an ophthalmic gas and cannula package showed different expiry dates on the inner and outer packaging.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).